Event description:
The product was returned for investigation.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-02823-1. Product was returned for evaluation. Therefore, the complaint was re-opened and investigation was updated. The following sections are being reported: b5: description. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: method code is corrected. H10: additional narratives/data. Zimvie received one driver for evaluation. Visual evaluation of the as returned device identified the driver with signs of use. The driver was observed fractured / bent at the tip. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did submit two (2) images for the reported event. IFU review: based on the investigation and risk management file review as per rmf rm-002w1 rev. 8, the most likely root cause determined from the investigation is the use of improper techniques. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-02823. Further evaluation of the complaint confirms that the lot number that was previously reported was incorrect. The lot number is unknown. The following sections are being reported: d4: lot number is not provided / unknown. H2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie did not receive one driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did submit two (2) images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is the use of improper techniques. Therefore, based on the available information, a device malfunction did occur. Without device receipt, the reported event was confirmed via customer's pictures. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that while using the driver, the tip of the driver broke. Doctor was able to remove broken tip with ultrasonic instrument.

Manufacturer narrative:
Zimvie complaint (B)(4).